Event description:
It was reported that during start up the cardiosave intra-aortic balloon pump (iabp) unit has a purge problem. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the issue was caused by a usage problem. There was no more helium in the bottle. The fse performed all functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.